Event description:
Caller alleged discrepant inratio results. Results as follows: pt self tester has been getting 3.x points lower than poc meter at physicians office. Date: (B)(6) 2012, inratio: 1.9, retest; 1.3. Date: (B)(6) 2012, inratio: 2.1. Exact date of comparisons and data points on both meters not available. Therapeutic range: unk. Pt had teeth pulled out a few days ago and had to get repacked because bleeding would not stop. Distributor spoke with nurse, and physician does not think discrepant issues are related to the inratio meter or strips, and thinks issues are pt specific. Nurse also stated that the pt has many health issues and will be taking antibiotics at the end of the month for a procedure.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2012, 1st inr = 1.9, 2nd inr = 1.3, mean = 1.60, sd = 0.42, %cv = 26.52. Inr 2.1 is excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since %cv is more than 20%, the test failed the criteria for precision. As of 5/03/2012, no product is expected to be returned and no strip lot info was provided. Unable to perform in-house investigation. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. The test on (B)(6) - inratio inr=2.1 did not have correlation test. Since no strip lot info was available and no product was expected to be returned, further investigation could not be performed. This issue will be subject to tracking and trending. Corrective action not required at this time.